Event description:
Customer reported via phone, she was experiencing low blood glucose and was currently pregnant. Customer's blood glucose was 34 mg/dl but most current was 126 mg/dl. Treated low blood glucose with apple juice. Troubleshooting was performed and it was found the drive support cap was normal. Customer state the reservoir had less insulin then what the insulin pump was displaying on the status screen. The device passed the displacement test. Customer also mentioned she had an x-ray done but had the lead blanket on top of her. Customer was advised to monitor but she stated she was not comfortable with the device. She was advised the device can be replaced but she should talk to her doctor in regards to low episodes. Customer is returning the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.